Manufacturer narrative:
System rebooted; deemed non-recurring issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system froze at startup, resolved after multiple restarts on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.